Manufacturer narrative:
Further investigation found the issue was resolved by the service visit. A query found no past or new issues of this nature on a like instrument during the past 12 months at this site. Trending was performed on this type of complaint and no abnormal trend identified during the past 90 days.

Manufacturer narrative:
(B)(4)

Event description:
The customer sporadically received questionable results for ca2 calcium gen. 2 and bicarbonate for approximately three to four patient samples. Data was only provided for calcium for one patient sample. The initial result was 7.0 mg/dl ad the repeat results were 9.0 and 9.3 mg/dl. No erroneous result was reported outside of the laboratory. There was no adverse event. The reagent lot number was 26069701 with an expiration date of 30-sep-2018. The field service representative found there was a problem with the reagent probes. He checked the sample and reagent probe alignments which were ok and then replaced the reagent probes. He checked the rinse mechanism nozzles and found the blank cell nozzle was intermittently overfilling. He adjusted the blank cell rinse nozzle. The customer ran qc and precision testing and all results met specifications.